Event description:
It was reported by service report that the foot board is not working. The pins for the foot board connector assembly were pushed in. No pt involvement or adverse consequences are reported.